Event description:
It was reported that the patient was not healing well at the implantable pulse generator (ipg) site and infection was also suspected. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7090481. UDI: (B)(4).

Manufacturer narrative:
Correction to the initial MDR in block h11. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7090481. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316 . Batch: 34905911. UDI: (B)(4).

Event description:
It was reported that the patient was not healing well at the implantable pulse generator (ipg) site and infection was also suspected. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were discarded by the medical facility. No further information could be obtained despite good faith efforts.